Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient husband reported that infusion site on the patient was becoming detached, and specialist advised husband to insert new cannula and to remove the other one immediately. The patient husband also reported that another infusion site has also become inflamed and patient was on antibiotics for the treatment. No further information available.